Event description:
The recipient is reportedly experiencing an infection and swelling at the implant site. The recipient was prescribed an antibiotic.

Manufacturer narrative:
The recipient's infection reportedly resolved with antibiotics. The recipient's infection recurred.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly did not experience an infection. The recipient experienced an abrasion behind the ear due to wearing glasses. The recipient remains implanted. This is the final report.